Event description:
On (B) (6) 2009, the patient was implanted with an scs system. On (B) (6) 2010, the patient fully recharged the ipg battery. On (B) (6) 2010, the battery on the patient programmer was dead. The charger would not locate the ipg. The sales representative sent the patient a new charging system. The new charger failed to establish communication. The programmer is currently able to communicate with the ipg. The device will be explanted at some point in the future.

Manufacturer narrative:
The device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.